Event description:
The patient experienced chest and arm pain and a shocking sensation at the implantable neurostimulator location. Impedances measurements were within normal limits. The field representative was able to recreate the shocking with palpation when the device was turned off. The hcp was considering repositioning the neurostimulator. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.